Manufacturer narrative:
The device was received in the deployed state. The exposed and unexposed portion of the soft cannula was found to be damaged as it was torn off. The soft cannula therefore measured shorter than expected, 14.19 mm in length, due to the damage to the soft cannula. However the exact cause and timing of this event could not be determined. It could not be determined whether the damage contributed to reported event. The downloaded data does not show any timeouts or drive stalls during the run. No other damages or defects were found with the device and the cause of the reported event could not be conclusively determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may, not align with the device configuration reported in this section as this data is pulled from, our cloud based on the reported date of event.

Event description:
The patient's legal guardian reported the patient's blood glucose level rose to 23 mmol/l (414 mg/dl) while wearing the pod between 49 and 71 hours on the arm. It was reported that the pod was removed due to the elevated blood glucose levels. Investigation of the returned pod found the soft cannula to be damaged.

Manufacturer narrative:
Correction to h3.